Event description:
Boston scientific received information that, shortly after implant, this right atrial (ra) lead displayed an increase in threshold measurements. Sensing and impedance measurements were within normal range and stable. An x-ray was performed, which revealed this ra lead and associated right ventricular (rv) lead had dislodged. This ra lead was repositioned, and the associated rv lead was replaced. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.